Manufacturer narrative:
Field service engineer incorrectly configured the settings. No malfunction of hte device. (B)(6).

Event description:
The customer reported the blood pressure for neonatal patients was reading half as high as expected. A patient received additional fluid as a result of this issue. This event was indicated to occur with a 2000 gram patient. No adverse event was reported. The patient was confirmed by an md to have received additional fluid with no medical consequence: no harm occurred.